Event description:
Pt discovered to have blister on left inner forearm. Blister believed to have been caused by the heat of a heating pack. Investigation revealed user error and lack of training related to person applying pack. Injury healed prior to pt discharge from hosp.